Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer reported after inflation of the tracheal cuff, a nurse found the cuff was gradually deflating and leakage of air was heard coming from the cuff. Customer confirmed pretest was conducted before patient use. There was no patient injury.